Event description:
It was reported to philips that the device displayed a shock failure - therapy pca message. It was reported that the device had a red 'x" in the rfu indicator. There was no reported patient involvement